Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, some parameters were reprogrammed in the box (avd offset was set to 30 ms, rv sensitivity to 4.5mv, pacing polarities were set to bipolar and safer mode was deactivated). During pacemaker implantation, pacing started properly after leads connection and the polarities were switched to bipolar, as planned. After a few minutes, a ventricular pause was observed. Leads impedances were within normal range. The physician disconnected and reconnected again the right ventricular (rv) lead and confirmed those impedance values. At the end of the procedure, the device was left implanted and working properly.